Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, a correction was updated on 4/15/2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm readings which occurred the day the sensor was inserted into the abdomen. It was reported that the cgm was reading between "140-150 mg/dl" and the bg meter was reading "between 500-600 mg/dl". On (B)(6) 2024, the patient was experiencing increased thirst and urination. It was also mentioned the patient had ketones. The patient went to the emergency room (ER) for evaluation since the patient works at the hospital. In the ER, the patient's cgm was not provided however the bg meter was reading 603 mg/dl. The patient was treated with unspecified IV fluids. It was also noted that the patient changed her dexcom transmitter and ¿site¿ (presumed to mean sensor site) as well. It was not specified when the patient was discharged from the ER. Attempts to reach the patient for further event details were unsuccessful. At the time of follow up contact with the patient on 03/23/2024 via email, the patient stated their condition remains poor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient stated that on 03/06/2024, the cgm would read 150 mg/dl and their bg was actually over 500 mg/dl. The patient had been repeatedly checked the dexcom and it read between 140-150 mg/dl; however, when he checked his finger sticks it was between 500-600 mg/dl. The patient tried to calibrate with no success. On 03/09/2024, the patient was working at the hospital when they noticed extreme thirst, excessive urination and ketones. The patient was recommended to go to the emergency department. At the ed, the patient¿s bg was 603 mg/dl and was treated with IV fluids. At the time of follow up contact with the patient on 03/23/2024 via email, the patient stated their condition remains poor. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.